Event description:
It was reported that the patients lead had high impedances on eight contacts causing no stimulation coverage in the pain areas. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.